Manufacturer narrative:
(B)(4). The customer reported that liquid was leaking from the uninterruptible power supply (ups) on a brilliance 64. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse reported that some of the batteries for the console ups were deformed and leaking battery acid. Some of the acid was outside the battery cabinet. The fse replaced the ups subsystem to resolve the issue. The replaced batteries were disposed of by the fse.

Event description:
The customer reported that liquid was leaking from the uninterruptible power supply (ups) on a brilliance 64. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander.